Manufacturer narrative:
Initial testing of the device confirmed that a portion of testing failed. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the patient implanted with this device was lost to follow up. Device interrogation found the battery voltage to measure 2.61 v. The patient reported the device to emit tones. A recent device check found the device to have declared end of life (eol) with a charge time measurement of 31.4 seconds and a battery voltage of 2.18 v. Technical services was consulted and recommended device replacement. It was also noted that the patient was not pacer dependent and the device was pacing 0% of the time. A revision procedure was performed and the device was explanted and replaced without complication. No adverse patient effects were reported during the procedure. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The measured battery voltage was lower than expected; engineering calculations confirmed the device fell short of longevity expectations based on actual clinical use. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.